Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to impedance measurements of less than 200 ohms. Then noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted after the lss. The physician suspected the ra lead had dislodged when the patient previously received cardiopulmonary resuscitation (CPR) during a ventricular fibrillation (vf) event. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.